Event description:
Patient contacted dexcom technical support on (B)(6) 2013 to report that upon removal of sensor on date of report due to discomfort, wire became detached from sensor pod and remained protruding from skin at insertion site. Patient removed the sensor wire from her skin. The patient removed the sensor pod from her body without the transmitter attached, which is a practice against cgm's user's guide recommendations. At the time of her call to technical support, patient reported being in fine condition.

Manufacturer narrative:
Dexcom, inc. And FDA agreed during a facility inspection that any possible broken sensor wire was a reportable event, even in the absence of any evidence of physical harm or necessity for intervention.